Manufacturer narrative:
Device was not returned for evaluation. Device not returned to manufacturer.

Event description:
In (B)(6) 2013 dr. (B)(6) used 3 spider screws and a spider plate while performing surgery on patient (B)(6), on (B)(6) 2014 a revision surgery was performed by same surgeon to remove alleged broken screws.